Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an autofill failure error showing on display.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had an autofill failure error showing on display. There was no patient involved.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit. The fse checked the unit and found the compressor diaphragms vacuum is gone defective. To fix the issue, the fse replace the 5000 hour maintenance kit. The iabp was returned to the customer and cleared for clinical use.